Manufacturer narrative:
(B)(4). A field service representative evaluated the device onsite and replaced the damaged oxygen sensor cable.

Event description:
The customer reported o2 failure issue on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event